Event description:
The customer reported that unspecified high threshold measurements were reported on this right ventricular (rv) lead. A lead revision was performed where this lead was surgically abandoned (capped) and a new lead was successfully implanted. To date, no adverse pt effects were reported. The lead was actively implanted for approx 11 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (caped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted; to date, no adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.